Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the original complaint of a blank screen was unable to be duplicated. Unrelated to the original complaint, investigation revealed the following: the display was dim and orange; there was visible moisture found on the display; a battery compartment crack was found below the grip pad; leak testing revealed a leak from the display lens; the pump was opened and moisture corrosion was found on the battery compartment housing and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.